Event description:
It was reported by the field clinical specialist (fcs) that during a right tf procedure with a 26mm sapien 3 ultra valve, the balloon ruptured upon deployment of the valve. The balloon was prepped at nominal volume. After the valve was fully deployed, they were unable to pull the 26mm commander delivery system (ds) back into the 14fr esheath+ as it was getting caught on the distal tip of the sheath. A 20f gore dry seal sheath was placed in the left contralateral side and snared the nose cone into it; they then cut the commander on the right side and pulled the ds up and over. During the withdrawal the position of the flex tip was at the triple marker and the ds was not coaxial with the distal end of the sheath. The perceived root cause of the balloon burst was calcium on the sinotubular junction (stj). The degree of tortuosity was mild, the degree of annular calcification was mild, and the minimum luminal diameter was 8-10mm. The valve was successfully implanted. The patient is in stable condition in the pacu. Imaging was reviewed and to facilitate removal of the delivery system, no guidewire lumen is observed in the returned imagery, cut or otherwise. The complete lack of an observed guidewire lumen in may indicate the guidewire lumen to y-connector bond broke during withdrawal.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received and reviewed, the 26mm commander delivery system (ds) had partial non-circumferential delamination of sheath liner and bunching of the distal liner. The balloon had fully circumferential radial and longitudinal balloon burst along working length of balloon, with distal balloon umbrellaed over nose tip, distal balloon wings flared, and nose tip bent (possibly due to kink of distal wire guidewire lumen but obscured in image). The ds had fully circumferential radial balloon burst at proximal balloon shoulder, distal balloon assembly, nose tip, and guidewire lumen fully separated and not visible. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was able to be confirmed. The provided device imagery shows a fully circumferential radial and longitudinal balloon burst along working length of balloon, with distal balloon umbrellaed over nose tip and distal balloon wings flared. Available information suggests calcification likely contributed to the event as the customer reported presence of calcification in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaints for inability to withdraw system through sheath components separate during use - distal tip were confirmed based on the provided imagery. Available information suggests the withdrawal of burst balloon likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Lastly, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.